Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information via that the patient expired approximately two (2) months after implantation of a 29mm bioprosthetic mitral valve. Operative report and discharge summary from the implant procedure were received. The operative report indicated that there was no complication noted during the implant procedure on (B)(6) 2015. Patient was discharged in good condition on post-operative day #7. As reported, the cause of death was respiratory failure and endocarditis. Patient's date of death is unknown.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Attempts to follow up for further information and device return are in progress. The clinical statements cannot be confirmed and the root cause for endocarditis of this device remains indeterminable. Should new information become available or the device is returned for evaluation, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.